Manufacturer narrative:
Device was received with all its features working properly. No anomalies noted during testing. Device p-cap / reservoir locked properly in place and the insulin pump passed the displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. The customer stated that the reservoir did not locked into place when inserted into insulin pump. The insulin pump will be returned for analysis.